Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: results: evaluation results: visual inspection of the returned product found 3/4 the lens is torn off and missing. One plate haptic and most of the optic is torn off and missing. Lens was returned dry. There was evidence of clear surgical residue on product. Conclusions codes: (unable to confirm complaint): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Diopter: 20.0 se/2.0. Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Method code(s): evaluation method: lens work order search. Results code(s): evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions code(s): no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.

Event description:
The reporter stated the surgeon implanted a aa4203tl 20.00 se/2.0 diopter silicone single piece lens with toric optic. Lens was torn upon insertion. The lens was removed and was replaced with another staar lens. There was no patient injury. Cause of lens tear is unknown.

Manufacturer narrative:
Per medical review - lens tears can occur at any stage from manufacture to intraoperative manipulation. (B)(4).